Manufacturer narrative:
Additional information was received indicating that 1 year and 10 months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, it was explanted and replaced due to patient outgrowth. No other adverse patient effects were reported. The product specimen is not available for return. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 1 year and 10 months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.